Manufacturer narrative:
A lot history review (lhr) of rexe0108 showed no other similar product complaint(s) from this lot number. This complaint is confirmed. According to the complaint information contained in this file, "but found the catheter package was opened and the inner package was opened too." A section of the tyvek lid stock has been partially peeled from the tray. The exposed flange lip was observed. There are no voids between the adhesive transfer of the tyvek lid stock and flange lip. The plastic tray is unremarkable exhibiting no damage. The inner tray lid stock is still adhered to the tray's flange lip. There are no voids with the adhesive transfer and flange lip. No damage to the outer and inner trays was observed. The surface of the tyvek lid stock shows a clear plastic piece of tape adhering to the od of the lid stock. No damage to the inner tray was observed. The inner tray is sealed and the medical components are contained within the inner tray; therefore, the implicated product had not been used. As to how the outer lid stock separated from the outer trays flange lip is undetermined.

Event description:
It was reported that the agent representative reported that on (B)(6), the head nurse was going to insert the PICC at 16:20, but found the catheter package was opened and the inner package was opened, too. As the sterile package was damaged, the product could not be used. Therefore the product was kept to make a complaint to the agent representative. The agent compensated the head nurse in advance. Now we require to apply the same for the agent and request the reason as well.